Event description:
It was reported that the pump screen went blank unexpectedly and did not display the led light, requiring the pump to be plugged into a power source before it would turn on again. There was no adverse impact on the customer's blood glucose level. The customer was able to upload pump data and received instructions that insulin and other settings would reset when the pump turns off. The technical support team reviewed the logs, followed up with the customer, and concluded that the issue was likely self-corrected without further intervention. The customer acknowledged the guidance and was advised to follow up if the issue persisted, after which the case was closed.